Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing. Completed the procedure with the same product. There was no adverse consequence to the pt.

Manufacturer narrative:
H4. Information is unavailable; device was not returned for evaluation.